Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar instrument had a frayed cable. However, it is unknown if a fragment fell into the patient. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end on the yaw pulley. Some bundles/filaments of the cable were frayed but the cable is not fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis. In addition, isi performed follow-up with the customer but no further details were available.

Event description:
Refer to h10/h11 for follow-up information.